Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
.

Manufacturer narrative:
The attempted lead was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that a competitor right ventricular (rv) lead dislodged. During the revision procedure, the physician attempted to implant a new rv lead and inadvertently moved the temporary wire that was in place. Because of that, there was some urgency applied to extending the helix where the first five turns were fast, but then the physician slowed down. It took about 40 turns before the helix would extend, but due to poor measurements, the physician elected to use a new lead. A second lead of the same model was used and the same issues with extending the helix occurred. Once the helix was extended, measurements were good so the physician left the lead in place. It was noted that the initial access was medial with a tight spot and the physician understood the torque translation; however the physician did express dissatisfaction with the implant ease with this type of lead. No adverse patient effects were reported.